Event description:
Per pre-decontamination evaluation of a returned 16fr esheath+, it was observed that the distal tip of the sheath was torn radially along the distal liner edge. As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 ultra resilia was to be implanted in the aortic position via right-transfemoral approach. The access vessel was not pre-dilated. The tip of the balloon/delivery system was able to advance through and exit the sheath. However, the valve did not exit the tip of the sheath and became stuck in the blue portion of the sheath shaft at the distal tip. Multiple maneuvers were used to try and advance the delivery system but were unsuccessful. The system was withdrawn as a unit, and a new sheath and system were used. The valve was successfully implanted and there was no patient injury. The patient remained in stable condition following the procedure. Upon removal of the first set of devices from the patient, it was noted that the soft tip portion of the sheath was circumferential and therefore would not allow the valve to pass through. The tip of the sheath did not have a split in it to allow for expansion of the distal end of the sheath. Per pre-decontamination evaluation of a returned 16fr esheath+, it was observed that the distal tip of the sheath was torn radially along the distal liner edge.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual examination was performed, and the following was observed: liner fully expanded as designed. Sheath shaft twisted and curved due to use. Three kinks along shaft at 3", 3.5" and 6" from distal strain relief. Distal tip torn radially along distal liner edge; all scorelines present. Tip unopened axially. There is minor soft tip damage. There are scratches along the distal sheath. The sheath hub was disassembled to remove the crimped valve; and no abnormalities were observed on the valve. Due to the nature of the event, no applicable function or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The torn sheath distal tip was confirmed. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as the returned device was twisted and scratched along the sheath shaft, which is indicative of tortuosity and calcification, respectively. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.